Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting of a cycler issue during set up that upon removal of the cassette a fluid leak was observed. It is presumed the leak occurred during the prior treatment since the patient did not connect the supply bag when the cycler issue occurred. The patient was advised to continue with set up. A request for the alleged sample was solicited.

Event description:
"."

Manufacturer narrative:
Correction: lot number. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
"."

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.